Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7325977. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced severe, atypical left leg pain following a trial lead placement. The trial leads were removed after an hour due to persistent symptoms. The patient was doing well postoperatively and was having a re-trial. The explanted devices were not able to be returned due to facility policy.